Event description:
It was reported that the insulin pump alarmed off no power. The customer's blood glucose was 61 mg/dl, which was treated with food. The customer stated that they have to change out the battery every two days and they dampen the positive and negative sides on the battery. According to the customer this action gives a better connection. The customer was advised against damping the battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The device also was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.